Event description:
It was reported that the patient line became disconnected from the cartridge while the customer was sleeping. Customer successfully changed the cartridge and resumed insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.